Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 2937457-2013-00144, 1225714-2013-02258, 1225714-2013-02259, 1225714-2013-02260, 1225714-2013-02261.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.